Event description:
This event involved a patient who experienced an intermittent connection between the batteries and the controller approximately 9 months after heartware lvad implantation. The site reported that the vad technicians discovered that the patient had experienced controller switching between the power sources in two of his/her batteries. The batteries were removed from the patient and a new set of batteries were supplied. There were no injures associated with this event. However, preliminary evaluation and testing has confirmed a malfunction in the 2 batteries returned due to an internal faulty cell. This incidental finding was then re-assessed per our sop requirements, and determined to be reportable. The investigation is ongoing.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of two reports (3007042319-2013-00134 and 135) submitted for devices related to the same event.